Event description:
Reporter alleged obtaining a result of 43 mg/dl on the aviva system compared back to back with the results of 162 mg/dl and 160 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.